Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6)2021. The cause of the withdrawal was unknown, ¿possibly related to uti.¿ withdrawal symptoms included spasms/tremors, ¿febrile,¿ pain, and was hospitalized. The issue resolved, ¿largely returned to baseline.¿ the device remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (nurse) regarding a patient with an implantable pump. The pump was currently administering morphine (concentration: 1.9 mg/ml) at a dose rate of 0.59 mg/day and lioresal (concentration: 1700 mcg/ml) at a dose rate of 530 mcg/day. The new medications administered via the pump were morphine (concentration: 1.8 mg/ml) at a dose rate of 0.59 mg/day) and lioresal (concentration: 1635 mcg/ml) at a dose rate of 539.4 mcg/day. It was indicated that the reason for the call was to report an issue with a pump replacement that occurred yesterday ((B)(6) 2020). At the pump replacement they were able to successfully aspirate from the catheter access port (cap) then did a prime to get the intrathecal baclofen (itb) to the tip. It was noted that they were unsure if they did a full system prime of 0.14 ml plus the catheter volume with the new pump or if they did a back table prime then did catheter volume, because they were not in the surgery. It was further noted that they started using 0.199 ml for the internal pump tubing for primes in surgery because they periodically see this issue with the priming bolus, where the itb patient starts going through itb withdrawal 12 hours post-replacement, then at hour 18 they are in full blown itb withdrawal. They would then give a therapeutic bolus and then the patient would stay the night, and by the next evening they were fine. It was further noted that their clinic had reported every single time this issue has happened to them to the manufacturer and that they were not sure what was leading to this. It was noted that they had three replacements scheduled for today ((B)(6) 2020), so they told the surgeon to do back table primes on all three replacements and see if that was why this is occurring. At the time of the report it was indicated that they had confirmed the patient did not have a history of volume discrepancies. No further patient complications have been reported as a result of this event.